Event description:
Patient was on the ge fetal monitor for fetal tracing when the monitor suddenly turned to a gray screen and read: "system fault dsp". Monitor has been pulled out of service and a biomed ticket created.